Event description:
"Removal of orthopedic plating system 'bil' for extension osteotomy due to debridement of tissue below deep fascia left distal femoral region. Less than 20 cm2 for metallic debris from screw head corrosion; same to right side with same amount of debris. Reason for surgery - painful orthopedic hardware left and right distal femur "postop diagnoses - acquired complication orthopedic internal fixation left and right distal femur."

Event description:
Additional information received from reporter for mw5109356 on 05/10/2022: please note the screws do not have a lot. I have included the lot for the plates.